Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarm, battery life was diminished from the 1st day, some batteries were lasting less than 7 days, had rejected some new batteries, had scratches or damage on the display, had a rainbow effect which was making it hard to read, had unusual noise different from the normal rewind noises, had to rewind more than once and rewind was slower, had an unexplained and random no delivery alarm. The insulin pump had lost settings or pump locked up and became unresponsive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.